Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported readings of 178 mg/dl and 97 mg/dl within ten minutes on the compact plus system. No adverse event reported. Meter and strips replaced and requested for return.